Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gantry door would manually close, however the electronic signal would not be delivered. A switch on the side of the gantry was found to not be aligned properly. To resolve the reported issue, the switch was adjusted by the medtronic representative. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when closing the gantry door of the imaging system, the system displayed that the door was open. The reported issue occurred prior to taking any images during a spinal fusion. The site elected to manually open the door, remove the imaging system from the operating room (or) and continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.